Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications.according to the gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak.

Manufacturer narrative:
Updated the event description to accurately reflect the event.

Event description:
On (B)(6) 2005 the patient was treated for an abdominal aortic aneurysm (aaa) with gore® excluder® aaa endoprostheses (pxt281414/03888547, pxc141000/03829171). It was reported that on (B)(6) 2015 a reintervention was performed due to type I endoleaks at the proximal and left distal ends. An aortic extender component was placed at the proximal end of the pxt281414, and a contralateral leg component was placed on the pxc12100. The hypogastric artery was embolized during the procedure. The patient tolerated the procedure and the endoleak has resolved.

Manufacturer narrative:
Concomitant products: patient medications - staten, tylenol, aspirin, synthroid, toprol-xl, nitroglycerin, miralax, crestor. Manufacturing evaluation results will be provided once they are completed. (B)(4). Additional aaa® devices included in this report: pxc141000/03829171.

Event description:
On (B)(6) 2005, the patient was treated for an abdominal aortic aneurysm (aaa) with gore excluder aaa endoprostheses (pxt281414/03888547, pxc141000/03829171). It was reported that on (B)(6) 2015, a reintervention was performed due to type I endoleaks at the proximal and left distal end of the device. An aortic extender component was placed at the proximal end of the pxt281414, and a contralateral leg component was placed on the left side of the pxt281414. The hypogastric artery was embolized during the procedure. The patient tolerated the procedure and the endoleak has resolved.